Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error several times and compromised force sensor system a few months ago. Customer's blood glucose level was 7.9 mmol/l. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. No e70 alarm was found in the alarm history screen. No a33 alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.